Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during the implant of their system, "the lining around my heard was punctured and I could not breathe." The patient went to the emergency room (ER) and states they were given a shot for pain and sent home. The patient went to the ER again because they could not breath. The patient claims they have twitches in their ankle, knee, arm. Follow up attempts were made to the patient's physician to obtain more information but were unsuccessful. The patient's system remains in use. No further patient complications have been reported as a result of this event.